Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two medical device reports for with this event; the associated pump device is reported under manufacturing report number: 1220648-2024-14427.

Event description:
The user facility reported an attempted delivery of an impella cp device to a patient in need of support post admission for cardiogenic shock. The pump was placed but had failure to start/ pump failure. The pump was removed and replaced. The automated impella controller additionally was replaced due to optical signal failure. There was no harm to the patient.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was returned for evaluation. Data analysis: console logs were consistent with what was reported in the complaint. Device analysis: inspection of the internal circuitry of the console revealed no observable anomaly. The device did not pass the preventative maintenance that was even after cleaning the front optical connector. The signal not reliable (snr) results were very low conclusion: the root cause for the optical signal issue was most likely due to an optical bench malfunction. D9 device returned to manufacturer date added d2 common device name revised on manufacturer device report 1220648-2024-15963 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-15963 in accordance with updated procedures.